Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable bradycardia lead was a case of an attempted implant. The lead was introduced into the patient's access without problem with straight stylet. Moreover, the physician attempted to pass j curved stylet with much difficulty and perforated the proximal body of the lead. The lead was never in service. No adverse patient effects reported.